Event description:
It was reported while using relion pen needles 6mm x 31 gauge the needle broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported patient end is breaking whenever she injects in her stomach stated, sometimes patient end will break off in buttocks did not seek medical. Lot: 1308258. Catalog: 320617. Date of event: unknown. Samples: no cl.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 6mm x 31 gauge the needle broke. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported patient end is breaking whenever she injects in her stomach stated, sometimes patient end will break off in buttocks did not seek medical lot: 1308258 catalog: 320617 date of event: unknown. Samples: no cl.